Event description:
It was reported that the caller experienced a temperature alarm 10a & 11a while using the pump. There was no reported adverse impact to the customer's blood glucose level. The corrective action involved returning the pump, which was still under warranty, and switching to a multiple daily injection (mdi) therapy to ensure insulin delivery was not interrupted. Technical support provided instructions on how to put the pump into storage mode, and the caller was asked to return the problematic pump with a pre-paid label within ten days. A replacement pump was arranged for shipment.